Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and low blood glucose and insulin pump was over delivery. The customer had high blood glucose level was 500 mg/dl. Customer had low blood glucose level of 50 mg/dl. The customer was treated with shot for low blood glucose level. Customer also had blood glucose level of 42 mg/dl and 120 mg/dl. Troubleshooting was done for low blood glucose and over delivery. The insulin pump will not be returned for analysis.